Event description:
Per medwatch. Catheter ruptured during attempt to flush, required intervention to prevent permanent impairment/damage. Implanted in 2002, explanted the following month. Product not available for evaluation. No other info provided.